Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer felt insulin coming out of the luer lock. Reportedly, the luer lock connection was tight. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 140 mg/dl.